Event description:
Customer reported a malfunction in the pump, identified as malfunction code 12, on (B)(6) 2025, which led to a momentary power loss to the vibrator motor. This malfunction caused the customer's blood glucose level to exceed 500 mg/dl, displaying only as "high." To address this, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support decided to replace the pump, and the customer acknowledged the instructions for returning the faulty pump and receiving a new one with updated software. The customer was advised to place the pump into storage mode before returning. There was no reported adverse impact on customer¿s health beyond the high blood glucose level incident itself.